Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, morphine, and bupivacaine via an implantable pump for spinal pain. It was reported that the day after implant, the patient's pump flipped. They had no muscle for the pump to be attached to and it would flip around. Troubleshooting was not required.